Event description:
The customer reported via phone call that she was at the pool and she jumped into the pool with the pump on. Customer stated that the pump display went blank immediately after it was exposed to moisture. Customer stated that there is a constant tone that is occurring. Customer reported that there is crack where the battery cap screws in. Customer just noticed the damage but does not want to troubleshoot the issue. Customer's blood glucose was 296 mg/dl and has been high and low from 46 mg/dl to 246 mg/dl. Customer has been using syringes and declined troubleshooting for high/low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement test. The pump alarmed motor error during the basic occlusion test and was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. They were unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. Moisture damage on lcd board was noted. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and cracked battery tube threads.